Manufacturer narrative:
The insulin pump had failed battery test alarm due to corroded battery cap contact. The device was received with normal operating currents. No blank display noted. It had cracked display window corners and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose value was 163 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.